Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID neu_unknown_lead, implanted: 2010-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient had a urinary tract infection. It was noted the patient was on cipro for seven days. It was reported the patient¿s symptoms resolved without sequelae on 2010-(B)(6).